Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump despite several attempts with different chargers and power outlets. Tandem technical support provided pump reset information and decided to replace the non-shutting down pump. The customer was advised to use multiple daily injections as a backup therapy, await a replacement pump with updated software.